Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, a photo sample was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using a lifestream device. During inflation, the balloon slipped out of the stent, resulting in incomplete stent expansion and entrapment within the patients vessel. The stent became lodged in the vessel, requiring surgical intervention for management. The patients current condition was unknown.